Event description:
End user called to complain that the device was not testing the calibration. The was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.